Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 2.5 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged with struts distorted and overlapping. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The maximum crimped stent profile of the associated batch records was reviewed. The product stent protector was returned for analysis with the device, was measured and was within the specified inside diameter specifications. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16 synergy ii drug-eluting stent was selected for use. However, it was noted that the stent fell off from the stent delivery system outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16 synergy ii drug-eluting stent was selected for use. However, it was noted that the stent fell off from the stent delivery system outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.